Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use the thermogard xp ivtm system (sn (B)(4)) exhibited slow cooling to the specific target temperature. No patient harm or consequence was reported. No additional information was provided.

Manufacturer narrative:
The customer reported complaint of console slow cooling to the specific target temperature was confirmed during functional testing. The defective cooling engine (ce) compressor was replaced to remedy the fault. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. A visual inspection was performed and pump white rollers were observed damaged, unrelated to the reported complaint. A review of the console's retrieved event log found no system errors recorded on the reported event date. Console failed functional testing due to slow slew rate, thus confirming customer complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4) .